Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an episode of ventricular tachycardia (vt), the device delivered anti-tachycardia pacing (atp) that was inadequate but appropriate therapy was delivered to terminate the vt. The physician believed there was intermittent loss of capture which resulted in the ineffective atp. The patient's condition was stable and will continue to be monitored.